Event description:
On (B)(6) 2021, the wife (who is also a nurse) of the lay user/patient contacted lifescan (lfs) USA, alleging that her husband¿s onetouch ultra 2 meter displayed inaccurately erratic high blood glucose results. The complaint was classified based on the customer care agent (cca) documentation. The reporter alleged that the product issue began on (B)(6) 2021, at 3 am. The subject meter displayed readings of ¿over 400 and 330 mg/dl¿, within 5 minutes from each other. The reporter informed the cca that her husband manages his diabetes with 3 units of insulin per day (self-adjuster) and due to the issue now has to guess three times a day the doses of insulin he is taking. It was not reported how much insulin the patient took based on the readings. The reporter claimed that the patient developed an ¿episode¿ during the night around 3 am on (B)(6) 2021, after the alleged issue occurred. The patient was ¿sweating really bad and lost consciousness¿. The reporter stated that the same symptoms happened another three times between 1 and 2 pm on (B)(6) 2021. The patient received protein and sugar as treatment for the reported symptoms from his wife, who also works as a nurse. The wife expressed her concern about the risk and possible consequences of her husband not receiving the correct dose of insulin due to the issue. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. A replacement meter, test strips and a control solution have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an unspecified dose of insulin based on alleged inaccurate high results obtained with the subject meter.